Event description:
During the implant of an evoke spinal cord stimulation (scs) system, the lead was inserted into the closed loop stimulator (cls) header, the set screw was tightened and disconnected electrodes were identified. An attempt to reposition the lead in the cls was unsuccessful, as the lead could not be removed. The physician made the decision to complete the procedure with the disconnections since the second lead was showing impedances within range. A revision procedure was performed, and the lead was able to be removed and reinserted in the header. Following the procedure, the impedances were within range.